Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer continued to use the pump for insulin therapy. Customer¿s blood glucose (bg) level was 400 mg/dl.